Manufacturer narrative:
Analysis of the system data and investigation has determined that the false negative immulite 2500 hcg test results when compared to alternate hcg test methods may be attributed to reagent sensitivity bias and imprecision at the low end of the reagent assay.

Event description:
False negative immulite 2500 hcg results were obtained on two pt samples when compared two other hcg test methods. The discordant results were not reported to the physicians. There was no known report of pt treatment being altered or adverse health consequences due to the false negative hcg assay results.

Manufacturer narrative:
Analysis of the system data and investigation has determined that the false negative immulite 2500 hcg test results when compared to alternate hcg test methods may be attributed to reagent sensitivity bias and imprecision at the low end of the reagent assay.

Event description:
False negative immulite 2500 hcg results were obtained on two pt samples when compared two other hcg test methods. The discordant results were not reported to the physicians. There was no known report of pt treatment being altered or adverse health consequences due to the false negative hcg assay results.